Event description:
It was reported that an external blood leak occurred at the access pod of an oxiris set during continuous renal replacement therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Oxiris c is similar to oxiris and oxiris s. Oxiris and oxiris s have been temporarily approved for use in the us under emergency use authorization eua(B)(4) with a specific indication to treat patients with covid-19 infection. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the photos showed the reported leak from the set access post-pump pod. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The expiry date of the product was confirmed during the batch review. The reported condition was verified. The cause of the condition was determined to be related to use error as the device was used for therapy past the product expiration date. Should additional relevant information become available, a supplemental report will be submitted.